Event description:
Needle would not go through the tissue during an arthroscopic rotator cuff repair procedure. The tip broke and was missing. Shoulder was searched with camera and the tip could not be seen. It is unknown if the tip was retrieved or not. No further action was taken by the surgeon. No delay and no pt injury reported.

Manufacturer narrative:
Evaluation of the device shows the needle tip has broken off at the suture slot. The needle is kinked approximately .750 from the distal end. Needle appears to have the upper jaw of the elite-pass suture shuttle causing it to kink and the tip break off. The failure was caused by improper use.